Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section 'device' information references the main component of the system and other applicable components are: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: extension. Evaluation codes updated to comply with FDA coding guidance changes. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp of a clinical study indicated the event resolved without sequelae after the ins and extension were explanted.

Manufacturer narrative:
Device no longer reportable for serious injury as it was confirmed that there was no system modification. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp noted that the cause of the high impedance issue was not determined. It was also clarified that there was no system modification performed. No further complications are anticipated.

Manufacturer narrative:
Product ID: 37601, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: implantable neurostimulator; product ID: 3389s-40, lot#: va0zwzx, implanted: (B)(6) 2015, product type: lead.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator dystonia and movement disorders. It was reported that there were high impedances on contact 10 so programming with contact 10 was avoided. The diagnostic methods included a device interrogation on (B)(6) 2016 that resulted in the identification of the event. The etiology was noted as related to the device/therapy and possibly related to the implant procedure; the lead was noted. It was also noted that the event remained ongoing as there were no actions taken to resolve issue. No symptoms were reported; the patient was asymptomatic.

Manufacturer narrative:
This implantable neurostimulator (ins) was incorrectly reported on as there was insufficient information from the initial documents to determine which component the affected lead was connected to. Additional information clarified the event and this ins is no longer reportable, with no further regulatory reports required as a result. Medtronic, inc. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp stated that the patient underwent a "system modification" as a result of out of range impedances. No further complications are anticipated.